Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to low blood glucose level with blood glucose was unknown. Customer¿s blood glucose level was 82 mg/dl at the time of call. The customer did not provide details regarding symptoms of their low blood glucose episode. Customer was treated with insulin drip. Customer stated that the cannula was bent. Troubleshooting was not performed for low blood glucose level. The insulin pump will not be returned for analysis.